Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported, that during preventive maintenance testing at the user facility, unrestricted flow was noted on channel 3 when the cassette door was opened. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.